Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their left ventricular lead exhibiting high and out of range pacing impedance. It was also noted that the lead was experiencing poor sensing and capture threshold issues. No intervention was reported.